Manufacturer narrative:
(B)(4).

Event description:
The customer had run qc for albt2 tina-quant albumin gen.2 (albt2) on a cobas 8000 c 502 module and the qc results were high out of range. Based on this, the customer pulled an unspecified number of patient urine samples that had been run for albt2 prior to the qc results being out of range. The customer repeated the patient samples on a different c502 module. Data for 3 patient samples was provided. Based on the data provided, the results for 1 patient sample were discrepant. The initial results had been reported outside of the laboratory the initial albt2 result was 10.2 mg/dl. The repeat result was 7.8 mg/dl. No adverse event occurred. The albt2 reagent lot number was 28734301 with an expiration date of 30-jun-2019. The field service engineer (fse) visited the customer site and identified an issue with the sampling mechanism. The sampling mechanism was replaced. The customer ran successful instrument performance tests, calibration and qc. The customer has had no further issues. They are continuing to monitor qc results for albt2.